Event description:
It was reported the patient had lost weight and afterward noticed the ipg was sticking out more than it used to, but no discomfort nor pain was reported. In turn, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.